Event description:
Additional information was received that the device and right ventricular (rv) lead were replaced.

Event description:
It was reported the patient developed an infection and there was erosion over the device site. Additionally, a 1.9 x 3 centimeter echodensity on the right ventricular (rv) lead was identified on a trans-esophageal echocardiogram. It was also reported the previously abandoned rv lead was partially removed and the tip was left behind. The implantable cardioverter defibrillator (ICD) system was removed and the patient was placed on antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments and analyzed. Analysis revealed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.